Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd2 ultrabag and on (B)(6) 2011, began dianeal pd2 ultrabag (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient received treatment with a loading dose of vancomycin 1 gm ip and also with amikacin 500 mg ip once daily. Treatment with amikacin was ongoing. Outcome for the peritonitis was unknown and outcome for the break in aseptic technique was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter believed the peritonitis was unrelated to dianeal therapy and was caused by the break in aseptic technique. The reporter did not provide an assessment of causality for the break in aseptic technique in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.